Event description:
It was reported in a service report that the stretcher would only zoom forward and the speed could not be controlled. It was reported that there was no pt involvement and there were no adverse consequences associated with the reported issue.